Event description:
The lens fell out of the delivery device during a lens replacement procedure, touching the eye. No medical intervention was required. Another lens was used to complete the procedure.

Manufacturer narrative:
See MDR 1920664-2007-01037 for intraocular lens used with this delivery device.